Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system and unknown app version. The customer was unable to access their freestyle sensor with their librelink account due to an unspecified application issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring unspecified healthcare professional (hcp) treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported that they cannot start the sensor. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with an unknown phone with unknown operating system. The customer was unable to access their freestyle sensor with their librelink account due to an unspecified application issue. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring unspecified healthcare professional (hcp) treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer experienced having an inoperable sensor with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved [samsung galaxy a52, android 13, 2.10.1.10406] [iphone 13 mini, ios 17.0.3, 2.10.2.7677]. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so product information provided is for ios. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.